Event description:
Follow up revealed that the adapter was not related to the event. As such, this event is no longer reportable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) experienced high impedances with their dbs system. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their adapter explanted.